Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous pressure alarms occurred at the beginning of a routine hemodialysis treatment which could not be resolved. The operator reported arterial air alarms occurred just prior to this alarm which took 10 minutes or more to resolve. Rinseback was not performed due to possible clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The disposable cartridge was not available for eval. The exact cause of the alarms cannot be determined. Facility staff attributed clotting of the circuit to the amount of time spent troubleshooting the alarms, and has provided add'l training regarding troubleshooting and rinseback procedures. A direct correlation between nxstage system one and the reported blood loss cannot be established. No similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.